Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found during a right atrial automatic threshold (raat) there was a low evoked response (ER). Additionally, this pacemaker exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found during a right atrial automatic threshold (raat) there was a low evoked response (ER). Additionally, this pacemaker exhibited far-field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed programming options. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Visual inspection found dried blood/tissue around the helix. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.